Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic adrenalectomy. According to the reporter: after port was inserted, clamp was also inserted, it was noticed the sealing part had chipped and fell into the patient cavity. The piece was retrieved. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.